Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result was obtained. Test was repeated on max and was norovirus negative. There was no report of patient impact.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result was obtained. Test was repeated on max and was norovirus negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: introduction: the complaint investigation for false positive results with the bd max¿ enteric viral panel kit (ref. (B)(4)) lot 5262938 was performed by the review of manufacturing records, customer¿s data analysis and verification of complaints history. Batch history review: the review of quality control records of bd max¿ enteric viral panel kit lot 5262938 revealed no anomalies that could explain the customer¿s discrepant results. Investigational testing: customer reported a suspected norovirus (nov) target false positive result from the sample patient sample, which according to customer were associated to questionable curves. Customer provided run 534 from the bd max¿ instrument ct3307 and run #961 from the bd max¿ instrument ct3222 for investigation. Customer identified the affected samples as a1/run 534 and a10/run 961. Manual pcr curve adjudication showed a step dislocation in the raw pcr signal, resulting in a positive result for the nov target in both samples. The pattern of step dislocations was observed in all the target channels (fam, rox and vic) in top, with the curve for the norovirus target (rox-top) reaching the threshold to be valid, resulting in a positive result. It is unlikely this positive result in both runs is due to true amplification. Unfortunately, no root cause could be identified but the issue with step dislocations from an unknown origin causing a positive result seemed isolated to this event. Moreover, since both samples were from the same patient sample, it suggests an issue with the sample itself. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel assay lot 5262938. Conclusion: bd was unable to find the exact cause of the customer¿s positive results, but based on the investigation, no reagents issue is suspected. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.